Event description:
Received spontaneous call from pt. Pump displays disposable message: sn (B)(4), reviewed this can happen if the cassette is misaligned or not seated onto the pump properly. Pt removed and replaced the cassette 3 times, but each time it works for about 4 hours then alarms again. Pt switched to his back up pump without incident which is working fine. Pt switched to his back up pump without incident which is working fine. Pump to be replaced and returned. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: i27.0.